Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The supplemental report was created to update that the insulin pump was in use within 48 hours of the high blood glucose of 600 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Customer has been using insulin pump system less than 24 hours of reported high blood glucose event. The customer treated high blood glucose with insulin syringe and manual shot of insulin 10 units. The customer¿s blood glucose was 370 mg/dl at the time of call. The customer had blank screen issue with old insulin pump. The customer put new battery but the insulin pump still wouldn't turn on. The insulin pump will not be returned for analysis.